Event description:
It was reported intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer changed pump supplies to address the issue. Despite recurring occlusion issues, the customer declined additional assistance, and the case was closed by technical support.